Event description:
Situation: right thoracoscopy and irrigation of right hemithorax for tube feeds in pleural space due to improperly placed dobhoff tube. Background: this (B)(6) female presented to the hospital with increasing respiratory distress and abdominal pain. On (B)(6) 2013 a dobhoff tube was inserted by a critical care rn and the follow up abdominal x-ray was read by the radiologist as dobhoff tube with its tip overlying the region of the gastroduodenal junction in the right mid-abdomen. The stylus was then removed and tube feedings were begun that evening without incident. The patient experienced worsening respiratory distress through that night while on bipap. The dobhoff tube was removed when she was intubated in the early morning of (B)(6) 2013. A new right pleural effusion was noted on x-ray and there was concern that the dobhoff tube had been placed into the lung and whether the catheter tip had gone through the diaphragm and into the abdomen. A right thoracoscopy did find tube feedings in the pleural space. A full lung decortication and irrigation of the right hemithorax was performed. Reason for use: enteral tube feedings. Event abated after use stopped: yes.